Event description:
It was reported that the patient had no stimulation sensation. The patient stated that she had an incident on christmas and an incident on (B)(6) that may have damaged the device. The patient went to the ER for an x-ray, but no problems were found, though it was noted that they were not familiar with the stimulator. The patient felt stimulation on (B)(6)after cracking her back, and experienced shocking when stimulation was at 7.9 volts. The patient turned stimulation down and when she sat up, she felt it turn off again. Additional information received reported that it was unclear what was going on with the patient's system, but the patient was no longer experiencing shocks. The patient was in the process of locating a physician to manage the stimulation, and when one was found, the system would be interrogated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 377775, lot# v016054, implanted: (B)(6) 2010, explanted: na; extension model 3708260, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).